Event description:
Prodisc-c implanted at c4-c7. Two weeks postop, the bone between the keels collapsed between c6-c7 making the superior endplate of c7 tilt. Prodisc-c removed and patient revised to screws.

Manufacturer narrative:
Date of event noted 2 weeks postop. Add'l info has been requested. Investigation could not be completed; no conclusion could be drawn as no device was returned. Review of the manufacturing records has been requested.